Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case is cracked and one of the rubber feet was missing. During set-up for flow testing, the reported problem was duplicated. The size was out of calibration and would not calibrate for the high standard. The root cause of the reported issue was found to be from use, as the size pot was over 15 years old. Replaced size pot and updated assembly as a preventative measure.

Event description:
It was reported that the device was not able to detect size of syringe. No patient injury was reported.